Manufacturer narrative:
E1 establishment full name: (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found foreign material exiting from the channel. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the duodenovideoscope had a sub-water supply blockage. The customer did not identify a procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions for jf type 260v, tjf type 260v, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Instructions for jf type 260v, tjf type 260v, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Olympus will continue to monitor field performance for this device.